Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 32 mg/dl. Customer¿s other blood glucose reading was 232 mg/dl. Customer was treated with food, soda and peanuts. Customer was believed insulin pump was over-delivering. Customer was using auto mode. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using care link. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).